Event description:
The pt received the scs system including two percutaneous (from the same lot number) on (B)(6) 2010. It was reported that the pt experienced inadequate stimulation in his feet. A medical intervention was performed to revise the leads. The physician successfully repositioned one of the two existing percutaneous leads. The second lead was too bent out of shape to be easily repositioned. The lead was functional and had good impedance. The physician elected to replace the bent lead with a new lead. The pt reported good coverage and comfortable stimulation postoperative. No further pt complications were reported.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.